Manufacturer narrative:
Added adverse event. Added other serious. Type of event changed to serious injury.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hypoglycemia and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels fell below 2 mmol/l (36 mg/dl) as a result of a pdm (personal diabetes manager) issue. The patient experienced a pdm hazard alarm, which resulted in a flashing screen. The patient was unable to reset the pdm and had to revert back to manual injections. Without the pdm to calculate how much insulin to deliver, the patient injected too much and bg levels dropped (units delivered is unknown). The patient went to the emergency room (ER) for hypoglycemia and was treated with an unknown medication via intravenous (IV) to raise her bg levels. A new pdm was delivered later that day and the patient returned to using the omnipod system.